Event description:
It was reported that the tip on the sternal saw was broken. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Visual observations verified that the blade protector was missing. This type of damage is caused by striking or dropping the saw on the blade protector tip. It was also determined that the saw needed a bearing rod. The system was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.